Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed loss of capture on the right ventricular (rv) lead. It was also noted that there was high capture threshold, high pacing impedance, and conductor fracture on the rv lead. The physician elected to explant and replace the rv lead. There were no patient consequences.

Manufacturer narrative:
Correction: b2 - selected "required intervention to prevent impairment/damage" not previously selected in the MDR.